Manufacturer narrative:
No device problem found.

Event description:
Surgeon reported patent suffering from central back pain. Upon examination, the surgeon suspected herniation against neural structures that is causing the pain. Surgeon was unable to find herniation after dissection and decided to remove the barricaid implant. Removal was successful. Next day surgeon reported patient is still having some pain but doing ok. Implant found in situ as left during initial surgery. No additional treatment is necessary except implant removal (no nuclear compression found).